Event description:
Information was received from a consumer regarding a patient with an implantable pump containing ketamine, morphine (unknown), and clonidine for non-malignant pain. It was reported that they only had the pump for 6 months and in the last 2 months it seems to lag to deliver bolus. Caller mentioned patient has to do their bolus every hour. Patient stated every time they connect to deliver bolus it takes 7 minutes to connect and deliver bolus. Caller said that they have been clearing the data and cache but they are still getting the lag. Caller mentioned that they also saw service code 156 today when the patient would just deliver a bolus. Agent assisted caller to clear data and connect to the myptm and confirmed that they were able to connect to the pump much faster. Caller mentioned that they were not informed that the lag might still come back.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.